Event description:
It was reported that the patient presented into the clinic due to an anomaly in the right atrial (ra) lead signals. Upon boston scientific technical services (ts) review of the event it was noted that the non-boston scientific ra lead exhibited oversensing of what appears to be the respiratory rate trend (rrt) signal. There was no pacing inhibition due to the oversensing and no out of range impedance measurements were noted. Ts also advised programming the rrt off. The device system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).